Event description:
Possible equipment malfunction/failure of mic-key gastrostomy tube. The glue failed on bottom of the balloon causing the balloon to deflate. This allowed the gastrostomy tube "button" to fall out.